Event description:
The pt called lfs alleging that their one touch ultra meter was reading inaccurately erratic. The pt obtained a 203 mg/dl, 180 mg/dl, and 140 mg/dl on the reported meter. Results were obtained within 10 minutes. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=20% and/or <=20mg/dl, thereby indicating a potential malfunction of the meter in terms of precision. The pt made a routine visit to the physician's office and no treatment was administered. The physician walked through a control solution test on the reported meter and the result fell outside the specified range. The customer service representative walked pt through two consecutive control solution tests and both results fell outside the specified range. Pt was sent complimentary vial of test strips. The pt neither alleged harm nor experienced injury or medical intervention. Based on the information supplied by the pt, there is an indication that the product malfunctioned and that the event meets the criteria for a medical device reportable.